Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed displacement test, rewind, and basic occlusion test. No motor error alarm noted. Unable to prime during prime test due to faulty sensor resistor. Motor was tested outside the device and passed. Unit received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 240 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.